Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. It was found that the device exhibited high out of range shock impedance measurements. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this lead remains in service and there were no adverse patient effects reported.